Event description:
It was reported that the patient had a planned battery exchange. Impedance check was clear when the activa sc was removed. During battery change to the percept rc, impedance was noted at contact 3 (>5k) monopolar. The cause was unknown. There is no stimulation being delivered at contact 3. The extension was removed from the implantable neurostimulator (ins), wiped clean, and reinserted back into the ins but the impedance was not cleared and remained at contact 3.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 (lot: va275sd); product type: 0200-lead; implant date (B)(6) 2020, product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.